Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without any delay for the patient. It was reported to philips that the system was unable to perform cine exposure. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that occasionally, no screening was possible on the frontal and lateral channel and hand switch also does not work properly. On further troubleshooting rse found that the footswitch in operation was affected by pedal tapping and must be replaced along with the hand switch. To resolve the issue, the rse created and sent new handswitch and footswitch to the customer who replaced them on their own. The defective part was sent for analysis, for handswitch no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned since the defect did not affect the procedure. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform cine, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.